Manufacturer narrative:
B3: day of event unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the screen reads reservoir empty, accompanied by a beeping sound as expected. However, 40 ml had remained in the bag, approximately 30% of the ordered dose. The event occurred while in use with a patient but no patient injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.